Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a faulty analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.